Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a delaminated downstream occlusion (dso) sensor seal. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "delaminated downstream occlusion (dso) sensor seal¿ was confirmed. Per visual inspection: dso seal degraded, lens scratched, and broken battery door. The dso seal, battery door, and lens were replaced. The probable cause was delaminated/degraded dso sensor seal. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.